Event description:
Customer reported a device in the nicu had a "channel error" while staff was preparing for a transport to MRI. The user detached the pump module from the pcu and reattached it. At the time the screen went blank and a possible error code 13322 was visualized. The pump module was then connected to the right side of the pcu. The user then changed out the pump module and the new pump module alarmed for "channel block" and a picture came up on the screen but the user did not visualize it. The user then changed out the entire alaris system. Subsequently we received a copy of customer's maude report from FDA which states "infant in neonatal ICU with total anomalous pulmonary venous return required medication via alaris pump. The pcu and the modules of the pumps gave "channel error" codes while the infant was being transported. The pumps stopped functioning requiring replacement pumps." No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Ref associated report: 2016493-2015-00210. During testing a software fault (12-228-111) accompanied by a channel disconnected message was confirmed at the incident rate of 0.2ml/hr. A test infusion was also performed at 999ml/hr and two bottle side pressure sensor errors (240.4150.0) reoccurred during the infusion. The customer's bottle side pressure sensor was temporarily replaced into a known good test pump module and the test device was programmed at the incident rate of 0.2ml/hr. Within two hours of starting the test infusion the software fault 12-228-111 was again experienced, indicating that the customer's soft fault issue correlated to the bad bottle side pressure sensor. A known good pressure sensor was replaced into the customer's pump module nad the device programmed for a test infusion; no further software faults were experienced. The date code of the customer's faulty bottle side pressure sensor determined that it was manufactured at the end of 2010. The cause of the customer's complaint of a channel error and device shutting off is believed to be due to a software fault which was determined to be caused by a bad bottle side pressure sensor, however the exact root cause was not determined.